Event description:
During the first procedure, the implant broke while implanting leaving a portion of the implant stuck. The surgeon decided not to retrieve it since it is embedded/not dislodged. Implant device and the retrieved part of the implant removed from the sterile field.